Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for service.there was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the internal battery to charge was observed. The device's internal battery needs to be replaced to address the issue.